Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported during a lap lar procedure the anvil of the device was detached when the surgeon pulled out the cdh29 after firing. There was no adverse patient consequence.